Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s sensor failed. The patient was not using a blood glucose (bg)meter as a backup after the sensor failure. Approximately one hour later, the patient stated felt weak and fell ¿on a glass¿. Emergency medical service (ems) was called and brought him to the emergency room (ER). At the ER, the patient¿s bg level was 1000 mg/dl. The patient had bloodwork done and was treated with an IV insulin drip, magnesium, potassium, unspecified medication for pain, and unspecified medication for nausea. The patient was discharged after 5 days. His bg meter reading at discharge was 115 mg/dl. The patient felt ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.